Event description:
The customer contacted beckman coulter (bec) to report a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 4 cc and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the sample line through pinch valve vl52 was split at the valve. Pinch valve vl52 controls the sample line from the differential mixing chamber to the flow cell. The fse replaced the sample line through the pinch valve vl52 and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the sample line through pinch valve vl52 was split at the valve. (B)(4).